Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced decrease in blood pressure, cardiac tamponade, pericardial effusion and perforation. The right atrial (ra) lead exhibited pacing failure, sensing failure, increase in threshold, detachment of helix, possible stretched lead due to inadequate slack and decease in sensing wave. Pericardial drainage was performed. The implantable pulse generator (ipg) was reprogrammed to ddd mode and the lead was reprogrammed and later repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.